Event description:
The device was returned for a mechanical hardware failure. During device start up, the compressor sounded as if it was struggling to function correctly. After pump had started up, a red pump service alarm was displayed. Device was put into manufacturing mode to perform testing on the pneumatics system. The system failed to pass basic recharge testing, indicating a problem with the compressor.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: service needed alarm at power up. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.